Event description:
The customer reported being in the emergency room due to high blood glucose of 680mg/dl. The caller mentioned having bent cannulas and ketones. The customer was vomiting all day, and had excessive urination. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. After receiving the tubing clamp, the customer called back to perform the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.